Manufacturer narrative:
Product was discarded.

Event description:
It was reported the patient received the following results within 15 minutes: 74 mg/dl and 160's-170's mg/dl (customer could not recall the exact value). On a different day the patient received the following results within 15 minutes: 60's mg/dl and 160's-170's mg/dl. The customer could not recall the exact values.